Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient phoned in to report that their implantable cardioverter defibrillator (ICD) was "shocking them at night" and that their physician had programmed the device "off." Follow-up was conducted with the patients listed clinic. The allied health professional (ahp) at the clinic looked up the patient and did not see any recent in-office follow-up and indicated that they unable to verify any further information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.